Event description:
Customer reported her blood glucose and sensor glucose readings were different. The customer stated her sensor reading was high and meter reading was low. Customer's blood glucose was 52 mg/dl. She stated her sensor glucose reading was 310 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.